Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with straie in the left eye post uneventful lasik. The patient had a lift and stretch and will be seen in follow up at a later date. Additional information requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows 18 successfully performed treatments without any error or relevant warning. According to the quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. The logfile shows no error or warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the product was found to be within specifications. (B)(4).